Event description:
Boston scientific received information that the tachycardia therapy of this cardiac resynchronization therapy defibrillator (crt-d) was turned off and was set to a monitor only mode. Attempts to obtain additional information were made but were unsuccessful. The device was turned off for an unknown reason. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.